Event description:
It was reported that bd insyte 22ga x 1.0 in catheter tip is not sharp/other abnormalities. The following information was provided by the initial reporter, translated from spanish to english: I would like to inform you that the different services of the clinic are reporting adverse events related to the intravenous catheters of sizes 18, 20, 22 and 24. The nursing staff states that the catheter has a lack of sharpness at the tip and other abnormalities, which makes venous access difficult, and it is necessary to perform the venipuncture process more than once.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information/correction: cancel MDR. Customer response to query indicates that this device was not affected. No quality/nonconformance is reported.

Event description:
Additional information received on 12 jul 2024. It was confirmed that only catheter no. 24 was the one that presented problems; catheters no. 18, 20 and 22 functioned normally.